Manufacturer narrative:
The insulin pump was received button error alarm due to corroded keypad traces.

Event description:
It was reported of button error alarm. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the act and other buttons were not working properly. The product was returned for analysis.